Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed on the lead during a device change-out procedure for normal eri. The patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted and will be monitored through routine follow-ups.